Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, small scratch on the optics at the edge was observed. Additional information was received stating that the lens remains implanted and there was no patient harm. There are two medical device reports associated with this report. This is 2 of 2.